Event description:
It was reported that the user experienced low glucose readings overnight while using a recently replaced ilet system, with cgm showing values in the 50s and fingerstick values ranging from the high 60s to low 90s during the call, and the user treated with oral carbohydrates including soda, ice cream, and chips; the user does not consistently announce meals and reported cgm accuracy concerns. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or implicated component, and cgm accuracy issues were reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.